Manufacturer narrative:
Findings: unit passed the displacement test, rewind, basic occlusion test and prime test. Unit received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the excessive no delivery test and occlusion test due to motor error alarms. Pump received with cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was unknown at the time of the call. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.